Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of a misfired device.

Event description:
It was reported that during a sacrospinous ligament fixation using a capio slim, the device misfired. Another capio slim device was used to complete the procedure and there were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number # 2124215-2024-81870 for the first capio slim.